Event description:
Smoke was observed coming from the ventilator while connected to a pt. There was no pt injury.

Manufacturer narrative:
The problem described was caused by a component failure in the pc board and on the circuit board package. Earlier investigations have concluded that the pc board package can be damaged by current peaks which may be introduced when the gas supply module is installed in the unit while the mains power cord is connected to line voltage. The svc manual clearly instructs the user to disconnect the unit from line power before servicing. It is not possible to confirm if this is what happened in this case, and it is not possible to determine the actual cause of the component failures. This failure is classified as a single event failure and will not lead to any corrective actions at this point.